Event description:
It was reported that on (B)(6) 2024 the patient had a cerebral infarction. Log files captured low flow events on (B)(6) 2024. Surgery was planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5 narrative information: h1 - type of reportable event updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on 18dec2024 the patient had neurological dysfunction. The patient had a bilateral embolic stroke. They went into a coma. The stroke was diagnosed with a computed tomography (CT) scan. The patient was on heparin anticoagulation and received anti-seizure medication. The cause of the neuropathy was thought to be complexity of device-related and medical management. The device was possibly related to the event because of thrombus and it was unlikely that there was a cause other than the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. A specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 24nov2024 through 18dec2024. Low flow hazard alarms were captured on 30nov2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Log files analyses were requested to confirm if there are any problems with the device due to cerebral infarction. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. The IFU lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters, including pump flow. The IFU, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The patient handbook, and the IFU, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Iit was additionally reported that there was no information that the patient died.